Manufacturer narrative:
Citation: robert p. Gooley. Comparison of self-expanding and mechanically expanded transcatheter aortic valve prostheses. Jacc cardi ovasc interv. 2015 jun;8(7):962-71. Doi: 10.1016/j.jcin.2015.03.014 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding self-expanding and mechanically expanded transcatheter aortic valve prostheses. All data were collected from a single center. The study population included 100 patients (predominantly female; mean age 83 years), 50 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: malpositioning, prosthesis oversizing, severe aortic regurgitation, vascular injury, stroke, myocardial infarction (mi), permanent pacemaker implantation, and pericardial effusion. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.